Manufacturer narrative:
Followup MDR submission for device evaluation: two samples model mz9267 lot 23059265 was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the male luer for one sample and near the female luer for two samples. The customer complaint that the set was unable to be flushed was replicated. A quality notification was sent to the manufacturer. From the manufacturers investigation, the possible root cause is the omission of the air fixture during the assembly, as well as an incorrect method of solvent application. No additional actions were required. A quality alert was generated on (B)(6) 2023 to reinforce the use of air fixture and the correct solvent application method. A device history record review for model mz9267 lot number 23059265 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that 3 of the bd maxzero¿ extension set, microbore, maxzero¿ needle-free connector was unable to be primed with fluids. The following information was provided by the initial reporter: customer reported nurses have been unable to prime with fluids.

Event description:
It was reported that 3 of the bd maxzero¿ extension set, microbore, maxzero¿ needle-free connector was unable to be primed with fluids. The following information was provided by the initial reporter: customer reported nurses have been unable to prime with fluids.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.